Event description:
A consumer reported that she experiences starbursts around lights when driving at night. She stated that the starbursts are so extreme that she can no longer drive at night. She also indicated that when a person is standing in front of a window she cannot see their face because it is black. The reporter indicated that she has seen a doctor and he said everything with her eyes is ''ok''. The lens remains implanted at this time. This report is for the patient's left eye. A separate report is filed for the right eye.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Follow up with the patient's physician indicated that he is unsure what is affecting the patient's visual outcome. The lens is well positioned. At the last office visit, her distance visual acuity fluctuated between 20/20 and 20/30; near vision is 20/25. Refraction showed -0.75 sph. A soft contact lens was placed on her eye but it did not really help her visual acuity. The lens remains implanted at this time. (B)(6). Manufacturing records were reviewed and showed no non-conformities or deviations. Diopter measurement records were within specifications. The batch passed acceptance criteria for all tests performed and was within all specifications. All pertinent information available to the manufacturer has been submitted.